Event description:
It was reported that during the implant, a passive fixation lead was attempted and not implanted in the right atrium. The physician used an active fixation lead to get usable sensing and p-waves. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found.